Event description:
User reports analyzer is leaking onto the floor and fluid traveled into the walkway. User states he inadvertently switched off the main power when performing maintenance and reconnecting the water line. No one was injured or harmed due to the leak. No pt samples were involved. The field svc rep found the user had resolved the issue and he visually inspected the area.